Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 8 synergy drug-eluting stent was advanced for treatment, but was unable to cross the lesion. The lad went down, the patient was sent to the operating room; however, the patient died.

Manufacturer narrative:
This event is a duplicate and has been reported under emdr 12757189 as per additional information received on 21 sep 2020 attached to gfe child (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 8 synergy drug-eluting stent was advanced for treatment, but was unable to cross the lesion. The lad went down, the patient was sent to the operating room; however, the patient died.